Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a pacing impedance measurement of 1,200 ohms at implant. Current rv pacing impedance measurement was greater than 2,000 ohms. Threshold measurements were reportedly consistent and no oversensing was observed. The patient implanted with this device system was not pacer dependent. Technical services was consulted and discussed recommendations. Intensified follow up appointments have been made with an electrophysiologist. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.